Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant, the right ventricular (rv) lead had high thresholds. It was noted that during the implant of the lead there had been placement difficulty due to the patient's anatomy and the thresholds were high at implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.